Event description:
The patient had a 2.5 x 18mm cypher stent implanted in the distal left anterior descending lesion in 2004. Later that evening, the patient experienced a heart attack. The patient also indicated that she experiences chest pain on and off. She states that she takes nitro then rests, and the pain goes away.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.